Manufacturer narrative:
The device was returned to the manufacturer on 11/9/16. It was determined that pressure had been set wrong due to an administrative error when the pump had been previously returned to the manufacturer for repair. (Received 9/14/16 and returned to patient 9/28/16.) The prescription was corrected and the device was returned to the patient the same day. Based on a follow up call on 11/29/2016 the patient reports that he is currently using the pump, it iw working fine, and he is having no problems at all. A corrective action request was created based on the administrative error.

Event description:
The patient reported that the pressure on his legs while treating with the compression therapy pump appeared higher than usual and that sores on his leg opened rather than healed.